Event description:
Boston scientific received information that the patient implanted with this device system was presented in the clinic, with threshold measurements approximately 1.5 v on all leads. Upon review of the arrhythmia logbook, ten to fifteen non-sustained ventricular episodes displayed noise on the non-bsc right atrial (ra), right ventricular (rv) and shock leads. One non-sustained episode resulted in anti-tachycardia pacing (atp). Isometrics were performed, and noise was observed on the ra electrogram. It was reported that the patient performs heavy lifting of approximately 80 pounds and works with power tools. The device was programmed to lengthen the duration due to the noise. The patient was brought back into the clinic, where the noise was recreated during isometric testing. The device was programmed to extend duration and modify sensitivity. No evidence of impedance issues were observed. An invasive revision procedure was performed and the device was explanted and replaced. It was also noted that asystole less than or equal to two seconds had been observed. Upon explant, device pocket was opened and cautery was used a normal, device was found to be in safety core mode. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was returned in safety mode, with no "save to disk" available. The header was found to be securely affixed to the device case, with all sealplugs intact. Lead seal witness marks were observed, indicating that all leads were fully inserted. Further testing confirmed the device passed all electrical testing. It was believed that the device reverted to safety mode during electrocautery at explant.